Event description:
It was reported that during a robotic lobectomy procedure, an ats45 was used on the lung parenchyma and it had malformed staples and bleeding on multiple firings with blue cartridges. It was unknown how the tissue was repaired. The disease state of the patient or any neoadjuvant therapies administered was also unknown. The total blood loss was unknown, but the patient ultimately had a blood transfusion, and the current patient status is ¿alive.¿ the ats45 device was discarded, but multiple blue cartridges are returning mixed in with the tr35w cartridges. All cartridges used in the case are returning as it is unknown which ones had the reported issues.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the pulmonary artery and vein taken simultaneously or individually? Individually. Was buttressing material used? No. What provisions were made to establish proximal and distal control of the vessel prior to firing? Grasper was used. Describe form or shape of malformed staples. All malformed, some not formed at all- all jagged. What was the location of the malformed staples (proximal, distal, left or right of cut line)? The whole staple line. Amount of blood transfusion? 3-4 units. What is the current patient status? Fine, doing well.